Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient was admitted on (B)(6) 2016 with increasing power/flows, an elevated lactate dehydrogenase (ldh), and hematuria. The patient was medically managed for a few days; the left ventricular assist device (lvad) speed was gradually decreased. The patient was started on a heparin drip as well as an integrilin drip. Log file analyses were attached from dates (B)(6) 2016. The clinical team decided to turn off the patient's lvad on (B)(6) 2016 and continue to watch and medically manage the patient for another couple of weeks. On (B)(6) 2016, the clinical team decided to exchange the pump. No additional information was provided.

Manufacturer narrative:
It was reported that patient was admitted on (B)(6) 2016 with increasing power/flows, an elevated lactate dehydrogenase lab (ldh), and hematuria. The patient was medically managed for a few days with lvad speed being gradually decreased. The patient was started on a heparin drip as well as an integrilin drip. Log file analyses were attached from dates (B)(6) 2016. The clinical team decided to turn off the patient's lvad on (B)(6) 2016 and continue to watch and medically manage the patient for another couple of weeks. On (B)(6) 2016, the clinical team decided to exchange the pump. After the pump exchange, the high powers and elevated ldh resolved. The patient was reported to be doing well with the pump operating at optimal levels for the patient. Powers remain within normal operating parameters for speed. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption and high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.